Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the patient experienced elevated blood glucose levels as high as 560mg/dl with no signs or symptoms of hyperglycemia. The reporter indicated that air bubbles have been found in the tubing. The cartridge and infusion sets have reportedly been changed multiple times but the issue has not resolved. The patient's blood glucose levels will reportedly decrease but will increase again after the cartridge/infusion set change. This report is being made based on the allegation that the patient experienced elevated blood glucose levels with air bubbles in the tubing.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.